Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal dilaudid 10mg/ml at 4.101mg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and other spasticity. The concomitant medications and patient history were not reported. It was reported that the pump status reported a motor stall had occurred. The patient did not recently have an MRI. The patient experienced withdrawal symptoms of nausea, and had presented to the emergency room (ER) last night ((B)(6) 2015) as the pump started alarming. The ER gave the patient medications for the withdrawal symptoms. The patient had contacted the health care provider (hcp) with the code 8476 on the personal therapy manager (ptm). The event logs had not been checked. The date that the motor stall occurred, troubleshooting/cause/actions/interventions and patient outcome remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.